Event description:
The hospital reported that during a coronary artery bypass procedure, the cutter did not come out of the aortic cutter. A new kit was used to complete the procedure. There were no patient effects. Product was discarded.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted if additional information is obtained. (B)(4).